Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, smoker, periodontal disease, infection, mobility. ((B)(6) are the same patient).

Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, smoker, periodontal disease, infection, mobility. ((B)(6) are the same patient).